Event description:
The customer received a blood glucose reading of 175mg/dl from her breeze2 meter and a reading of 89mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid making the difference clinically significant. No adverse event was alleged. Customer has depleted the breeze2 strips. Unable to get strip information but meter information was provided. She is expected to return the contour strips. Replacement strips were sent.